Event description:
It was reported that lead noise was observed prior on the rv lead. Patient was pacemaker dependent and was asymptomatic. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.